Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day after implant the lead has "bad sensing and pacing." There was a potential micro-dislodgement. The physician tried to reposition the lead but needed a lot of force to retract the lead helix. The physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomolies were found. It was noted that the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood,vthe helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage.